Manufacturer narrative:
This report was initially submitted following notification by a customer in (B)(6) regarding a misidentification of a klebsiella pneumoniae blood culture sample as klebsiella oxytoca in association with vitek® 2 gn ID test kit. The customer reported that the initial result was klebsiella pneumoniae (99%) and the second test result was klebsiella oxytoca (99%). The indole test was negative in favor of klebsiella pneumoniae. The maldi-tof result was klebsiella pneumoniae. Biomérieux investigation was conducted. The two (2) strains submitted by the customer were subcultured on cba medium. Two (2) colonies, one white and one gray, were observed for each strain (s1 and s2). 16s sequencing was performed to determine the intended result, and identified to the species klebsiella quasipneumoniae on each of the four (4) colonies. These results confirm polymorphism. It should be noted that klebsiella quasipneumoniae is not included in the vitek® 2 gn knowledge base, and that the species was previously classified as a member of klebsiella pneumonia. Vitek® ms identification testing was performed and obtained a result of klebsiella pneumonia was obtained for both strains. Vitek® 2 gn ID testing (customer lot and a random lot) was performed for each strain s1 and s2. Excellent identification to klebsiella pneumoniae ssp pneumoniae 99% was obtained for both strains whatever the lot tested. Then, each colony (white and gray) was tested on gn ID card (only a random lot 2410367203 was available); excellent identification to klebsiella pneumoniae ssp pneumoniae 99% on both colonies of each strain. The customer misidentification to klebsiella oxytoca was not reproduced. Vitek® 2 gn ID lot # 2410204103 met final qc release criteria. This lot passed qc performance testing. No ncmrs were written against this lot. Ncmrs were reviewed for the last 13 months ((B)(6) 2016-(B)(6) 2017). No ncmrs were written against the gn ID card. The investigation concluded the vitek® 2 gn ID card is performing as intended.

Event description:
A customer from (B)(6) reported to biomérieux a misidentification of a klebsiella pneumoniae blood culture sample as klebsiella oxytoca in association with vitek® 2 gn test kit. The customer reported that the initial result was klebsiella pneumoniae (99%) and the second test result was klebsiella oxytoca (99%). The indole test was negative in favor of k.pneumoniae. The maldi-tof result was k.pneumoniae. The customer stated that no incorrect result was reported to the physician and that the patient results and treatment were not impacted. The customer reported there was a 24 hour delay for reporting results. A biomérieux internal investigation will be initiated.